Event description:
Information received by medtronic stated that the retainer ring was broken. Customer stated that the retainer ring was physically damage and reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.